Event description:
It was reported that the patient presented to the hospital for a medtronic cardiac resynchronization therapy defibrillator implant. During procedure, it was observed that the left ventricular lead was kinked. The lead was replaced during the procedure to resolve the issue. There was no patient consequences throughout the procedure.

Manufacturer narrative:
The reported event of ¿left ventricular lead kinked¿ was not confirmed. Final analysis found the complete lead was returned. Visual, x-ray inspection and electrical analysis were normal with no anomalies found.